Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt device "gone off". Boston scientific technical services (ts) referred patient to the clinic. This device remains in service. No adverse patient effects were reported.